Event description:
Radiation therapist was preparing a single use tattoo ampule, a shard of glass broke thorough the container and cut the radiation therapist's hand, and ink was left under the skin. Glass was removed.======================manufacturer response for single use tattoo device for patient marking, rt 3105 (per site reporter).======================the company was notified by the radiation therapist via phone, the company is aware that this is a problem and are working on creating a product that does not contain glass, the product is hard to use as instructed, the company states that others report it difficult to break also.